Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The ra lead was noted to be out of initial placement position. The ra lead was explanted and was replaced with a new lead. The lead will not be returned as it was disposed of by the hospital staff. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.